Manufacturer narrative:
(B)(4). The customer¿s complaint that the pump segment broke was observed per picture received by the customer. The picture showed that the silicone segment tubing was completely separated from the upper fitment. The root cause of the failure was not identified.

Event description:
The customer reported that when removing a taxol chemo infusion from the pump, the pumping segment separated from the upper fitment. There was no report of patient harm.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that when discontinuing and removing a taxol chemo infusion the pumping segment broke between the drip channel and the upper fitment . There was no report of patient harm.